Event description:
Instrument broke off in the pt's eye during a phacoemulsification procedure. The physician completed the procedure then viewed the video and came to the conclusion that the broken tip had been aspirated out.